Event description:
It was reported that device issues occurred. A synergy megatron drug-eluting stent was implanted, and a 6 fr guide catheter was used. However, during the procedure, the balloon deflated slowly, and stent damage occurred. No patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. B3 date of event was estimated based on aware date as the date of the event was not reported.